Event description:
It was reported that the insulin pump had a black display after being dropped. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the mother board. Unable to verify the blank display due to the frozen display. The insulin pump had a missing end cap sticker. No blank display noted.